Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of no disposable attached (nda) during pump operation. Functional testing was unable to replicate the reported issue. The root cause was determined to be a possible defective downstream, upstream sensor or cassette product. Preventively, the downstream and upstream sensors were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the product doesn't stop alarming. Event occurred while patient in use, but no patient harm or adverse event reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.